Manufacturer narrative:
No product has been received. Requests for product return have been made. A review of the images for this event has been performed. It was observed that the proximal portion of the force bipolar jaw had dislocated from the wrist clevis. A root cause determination cannot be made from these images.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted a protrusion when positioning the force bipolar instrument at a certain angle. The customer stated additional force bipolar instruments have been returned with this issue and commented on the occurrence of tissue catching with this specific instrument. Patient and procedural outcomes are unknown at the time of this report.